Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The ups and intelligent shut-down printed circuit board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up outside of a procedure. No pt injury was reported.